Event description:
A home patient (hp) contacted global technical services regarding a system error 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The hp stated, the supply bag fell off table. The technical service representative (tsr) advised the hp to start over using new disposables. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's (hp) nurse who confirmed this report was an isolated incident and the hp was doing well with therapy. No adverse event resulted. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient stated the supply bag fell and disconnected. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.